Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar (fb) instrument tip broke. Fragments fell inside the patient. The customer confirmed that all pieces were retrieved during the same procedure by assembling all pieces together and observing no missing pieces. The procedure was completing as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fb instrument was inspected prior to use with no issue. The fragment(s) fell inside the patient after the fb instrument collided with the another instrument. The issue occurred when the surgeon was dissecting. All fragments were retrieved by using another instrument. No additional surgical procedure was performed to retrieve fragments. Post-operative tests were not performed. The procedure was completed robotically with the same da vinci system. The nurse stated that the issue did not cause any patient injury. The patient did not return to the hospital due to experiencing any post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar associated with this complaint and completed investigations. Failure analysis found the primary failure of broken grip to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. The grip was broken but not completely detached. The broken piece was returned. Additionally, the instrument was found to have a broken molded insulator at the distal end. There were pieces broken off that were returned with the instrument.